Event description:
Information was received from a patient and a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown baclofen and another unknown drug. Dose and concentration information was not reported. It was reported that the patient thought that she wasn't getting good therapy with the pain medication in her pump, but the baclofen was working well in her pump. A catheter revision occurred on (B)(6) 2024. The doctor did this catheter revision prophylactically to make sure that nothing was wrong with the catheter. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was unknown if any diagnostics or troubleshooting were performed. It was unknown if any additional actions or interventions were taken. At the time of this report, the issue was resolved and the patient status was "alive-no injury". The patient's weight and medical history were asked but were unknown.

Manufacturer narrative:
Continuation of d10: product ID: 8598a, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, and product type: catheter. Product ID: 8598a, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, and product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(6), ubd: 19-jan-2025, UDI#: (B)(4); product ID: 8598a, serial/lot #: (B)(6), ubd: 17-aug-2025, and UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information recieved via the company representative indicated that the catheter was thrown out and therefore it would not be returned to medtronic for analysis. There was no cause for the patient not getting good pain management, because the pump was working for the baclofen. It was reported that there were no known issues with the catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.